Event description:
Report received that a patient believed her vns generator battery was dead. The patient reportedly called her neurologist and reported an increase in seizures which was why she felt the battery had depleted. The physician referred the patient for a replacement surgery due to the increase in seizures and suspicion that the battery had depleted. The patient was seen by the neurologist about two months prior to the report. At that time, the vns was checked and showed normal functionality with the battery "down to 20%". Further information was received that the patient's generator was replaced. The implant card indicated the generator battery had not depleted. A battery life calculation also indicated the generator had about 5.6 years until it reached near end of service. No further relevant information has been received to date.